Event description:
Add'l info received from MFR on 12/27/02: the complaint was that the gentlelet lancet did not fit the autolancet lancing device. Lancing devices provide a convenient way to use a lancet to obtain blood. The user can still use the lancet to obtain a blood sample, even if it does not fit the lancing device. There was no adverse event reported. A failure of the lancet to fit a lancing device does not present a risk of death, serious injury, or serious illness. For these reasons, the co does not believe that this event should have been reported under the medical device reporting system. The co has received samples of the lancet back from the facility. Co tested several of the gentlelet lancets and found that they fit into the receiving receptacle of the auto-lancet; however, the plastic around the needle is sometimes too large relative to the internal diameter of the end of the lancing device. As a result, for example, the needle may not project fully out of the end of the lancing device after "firing". This might lead to ineffective lancing. The co sells the gentlelet lancet in cartons and in bulk form. The cartons indicate that the lancet is compatible with the auto-lancet. The co makes no claims about compatibility with lancing device when they sell these lancets in bulk form. It is prohibitively costly to relabel the lancets that are in carton form to eliminate mention of the autolancet lancing device. Therefore, co has discontinued sale of the gentle-let lancet in carton form; thereby eliminating the claim that the lancets are compatible with the autolancet lancing device, or any other lancing device. Co believes this response addresses the issue at hand.

Event description:
Lancet doesn't work in auto-lancet device. Pt has used medicore brand in past without difficulty. Pt demonstrated what was happening to pharmacist lancet appears too large for device. Pt states some lancets in same box fit ok, while others do not.